Event description:
The customer observed falsely elevated magnesium result generated by the alinity c processing module for a patient. The customer repeated the samples and normal results were obtained. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl. Sid (B)(6), initial result (green top plasma separator tube) = 8.3 mg/dl. Repeat results = 2.0 mg/dl (red top tube) and 2.0 mg/dl (green top plasma separator tube) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated by the alinity c processing module for a patient. The customer repeated the samples and normal results were obtained. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl. Sid (B)(6) initial result (green top plasma separator tube) = 8.3 mg/dl. Repeat results = 2.0 mg/dl (red top tube) and 2.0 mg/dl (green top plasma separator tube). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found ict fluid dripping on the cuvettes. The fsr resolved the issue by replacing the worn tubing, ict pinch valve. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for ac02613 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the tubing, ict pinch valve did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac02613 or the tubing, ict pinch valve were identified.